Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer to remove their device from service and obtain a replacement, as the device is not field serviceable and no long under warranty. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator and the battery level indicator showed empty, the device would also not power on. The customer advised that they installed in their device a known good battery; but this did not resolve the issue. As a result, defibrillation therapy would not be available if needed. The battery installed in the device had a lot code 1629, and did not display any leds when the fuel gauge button was pressed. There was no patient use associated with the reported event.